Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The issue with the hole in the hose near the muffler (zone 1) is consistent with assembly tooling issue. The issue with the damaged locking components and pawls is consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The issue with the vanes is consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was not working. During in-house engineering evaluation, it was determined that the device had a large hole in the hose near the muffler, the device was power-broken and was operating with the safety engaged and the lock cylinder and pawl release were damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.